Event description:
The patient reported her insulin infusion device started beeping and she saw a "3.00" and "77" displayed on the screen. The patient stated the battery had been in the device for at least 2 weeks. It was discovered the battery was part of the recall. The patient stated she was aware of the recall and had received corrected batteries from the company. She stated she never discarded the recalled batteries because she had never had any problems with them. The patient was instructed to put in a corrected battery which resolved the issue. The patient was advised to discard all recalled batteries. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.